Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." It was silenced, settings were reviewed, and it was powered off. However, it continued to alarm. Patient was advised to restart the pump, but he declined and did not want to remove the cassette. The reservoir volume was 7.9ml, rate was 2.0ml, and 84.1ml was given. There was no air in line. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.